Event description:
It was reported that patient underwent hip procedure on (B) (6) 2009. On (B) (6) 2010, a dislocation of the modular head and bi-polar shell was discovered. Revision procedure was performed on (B) (6) 2010. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Explant has been requested to be returned for evaluation. Upon return and completion of evaluation, a follow up report will be sent to the FDA.